Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device contamination is related to procedural conditions (nurse accidentally contaminated clip during prep). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a triclip xtw, the clip became contaminated by the nurse. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.